Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_cath, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Veizi, i.e., hayek, s.m., hanes, m., galica, r., katta, s., yaksh, t. Primary hydromorphone-related intrathecal catheter tip granulomas: is there a role for dose and concentration? Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12481. Summary: the objective of this study is to determine the incidence and the association of intrathecal hydromorphone dose, concentration, duration of treatment and concomitant agents with intrathecal catheter tip granuloma (ictg) formation. Reported events: this is a (B)(6) female who underwent idds placement (with catheter tip at the superior border of l1) in (B)(6) of 2008 for lumbar postlaminectomy syndrome. Her initial dose of hydromorphone was 0.45 mg/day with a concentration of 2.7 mg/ml. Over the next 69 months the patient¿s dose was uptitrated to 4.2 mg/day with a concentration of 10.0 mg/ml. During this time, she developed left lower extremity pain and had two mris that were negative for intrathecal granuloma. In (B)(6) of 2014 she had a third MRI that showed an intrathecal granuloma at the level the of the catheter tip at t11¿t12. The patient¿s infusion was transitioned to normal saline. Following some improvement in her lower extremity pain her catheter was retracted 2 cm and her infusion was transitioned to fentanyl and bupivacaine with adequate control of her pain and no further evidence of granuloma progression. Of note, her idds reservoir refills were being performed by a third party home refill service at the time of granuloma formation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.